Event description:
It was reported that an acessa procedure was performed on (B)(6) 2025 with no known issues. On (B)(6), 2025 the patient presented to the emergency room at (B)(6)I with ¿ascites and free air.¿ the patient was taken to the operating room where there was found to be a bowel injury and 1.7 liters of feces in the stomach. A follow up email was responded in which the physician confirmed that the injury was thermal. The patient´s bowels were adhered to the uterus and the adhesions were not taken down. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.